Manufacturer narrative:
Corrected information: foreign, health professional, user facility investigation - evaluation: a review of the complaint history, dimensional verification, device history record, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used aurous centimeter vessel sizing catheter was returned. The white catheter is 4mm distal from the hub and is attached to clear tubing, which is attached to the hub. Clear tubing has a 3 mm longitudinal rupture. The connector cap was disassembled from the tubing. No nonconformities were noted. An attempt was made to insert a .035 inch wire guide through the catheter at both the distal and proximal end. Occlusion was noted at the distal end of the catheter. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation a definitive root cause could not be determined; however, it is likely that the occlusion at the distal end the catheter contributed to the rupture at the proximal by allowing excessive pressure to accumulate. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that when performing angiography with an aurous centimeter vessel sizing catheter, contrast agent would not exit from the device tip but that the device tip became swollen, then ruptured. Another device was then used and the procedure was completed successfully. It has not been reported that any segments of the device remained in the patient. There have been no adverse effects to the patient reported.